Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: change your cartridge every 48¿72 hours as recommended by your healthcare provider. Per tandem user guide: avoid exposure of your pump to temperatures below 41°f (5°c) or above 99°f (37°c). Insulin can freeze at low temperatures or degrade at high temperatures. Insulin that has been exposed to conditions outside of the manufacturer¿s recommended ranges can affect the safety and performance of the pump.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the emergency room with a blood glucose (bg) level of 430 mg/dl and high ketones. Reportedly, the customer re-used the cartridge and the cartridge was exposed to extreme temperatures. Tandem technical support informed customer that re-using cartridges and exposing the cartridge to extreme temperatures, is off label per the user guide. Customer attempted to address the elevated blood glucose level by delivering a manual insulin injection. Customer was treated with intravenous fluids of insulin and saline which resolved the issue. Tandem technical support performed a system check and the pump is functioning as intended. Multiples follow up attempts were made by tts to obtain further information, however, no response was received by the customer. Ultimately, the customer reverted to an alternate form of insulin therapy.